Event description:
It was reported that the patient received multiple inappropriate shocks. The caller asked how to program the device differently to avoid the inappropriate shocks. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. No anomalies were found.